Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). During preparation of the mitraclip delivery system (cds), establishing final arm angle (efaa) passed, however efaa failed during the procedure. Trouble shooting was unsuccessful. The clip was not implanted and was replaced. One clip was implanted, mr was reduced to <1. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported unintended movement (clip open during establishing final arm angle /efaa) was not confirmed via returned device analysis. The discrepancy between what was reported (clip opened during efaa) and what was observed (no issue with the clip) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported unintended movement (clip open-efaa) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.